Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade IV, and rupture.

Event description:
Healthcare professional reported :textured" and "large volume seromas, with (baker) grade IV capsular contracture and had ruptured breast implant with nodules on the explanted capsule. Inner silicone gel touched patient." This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported a hole in the device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is not related to the device. Anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5; h6.